Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported that a pending alarm occurred. The pending alarm screen was not seen at implant. It was confirmed that the current physician programmer (8840) software was being used. The patient heard an alarm on ¿tuesday night¿ at 4am and went to the healthcare provider¿s (hcp) office on (B)(6) 2015. The pump was read and 4 motor stall and recoveries were logged before pump implant. The final one occurred on (B)(6) 2015. It was noted that the alarm interval was every hour. The patient only reported hearing the alarm once at 4am and it was non-critical. It was heard in the hcp¿s office once as well and it was non-critical. The pump was accessed, at which time the expected reservoir volume (erv) was 33ml and the actual reservoir volume (arv) was 32.8ml, so it was delivering as programmed. It was noted that the pump was not updated when the patient was seen at this time. The manufacturer representative planned to talk to the hcp and have the patient come back to have the pump updated and the alarms silenced, as the pump was not updated when the patient was seen on (B)(6) 2014. The manufacturer representative also planned to look at the session data report from when the pump was updated from shelf state. On (B)(6) 2015, the patient was brought back in and the pump was updated at 12:06. The patient was kept until 1:10pm and no alarms were heard. The pump was read again and nothing indicated that any alarm had occurred; there was nothing abnormal in the logs. The patient did not experience any symptoms and was receiving effective therapy. The device system was used to deliver morphine 1mg/ml at 1mg/day. If additional information is received, a follow-up report will be sent.